Event description:
Per the clinic, the patient experienced a skin infection at the abutment site. Explant and reimplantation is planned but has not taken place at the time of this report. The implanted device remains.

Manufacturer narrative:
This report is submitted on july 18, 2023.

Event description:
Per the clinic, the patient experienced erythema and oedema at the abutment site which was treated with an oral antibiotic. The implant remains in-situ.